Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via a company representative on (B)(6) 2007 with additional info from the physician directly on (B)(6) 2007: a (B)(6) white female pt initiated and tolerated treatment with injectable poly-l-lactic acid [sculptra] on an unk date. On (B)(6) 2007, she again received poly-l-lactic acid for cosmetic purposes and about two to three weeks later, developed a granuloma under her left eye. The physician is considering injecting her with triamcinolone acetonide (kenalog). Event was ongoing at the time of this report. No further relevant info was provided. Additional info for sculptra (lot number / expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.